Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis on an open pancreaticoduodenectomy, the needle got detached from the suture when they took the device out of the package. It was stated that the needle was not broken into pieces. They changed the suture to complete the case. There is no patient injury.